Manufacturer narrative:
The device was not available for return.

Event description:
It was reported that during a surgical procedure at the user facility the tip of the device fractured and fell near the wound site. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.